Event description:
It was reported that a minicap with povidone iodine contained insufficient iodine. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was not received; however, 43 devices of the same lot were returned for evaluation. Visual inspection of each sample did not identify any issues with any device. Chemical testing was then performed on 13 samples, which included content analysis and identification testing of the iodine. No exceptions were identified. The analysis of the companion samples was unable to confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.